Event description:
It was reported that a homechoice (hc) experienced an unknown failure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The reported problem was not specified by the customer. The following errors were listed in the event log: system error 2084, 2265; therapy error low drain volume, check patient line, check supply line, refill not finished. A visual inspection revealed no issues. Functional testing revealed a faulty membrane gasket. The reported issue was identified during sample analysis as a system error 1026. The assignable cause was determined to be faulty membrane gasket. The membrane gasket was replaced. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found with the device. Review of device history indicates manufacture of the device is not related to the reported issue. Previous service events weren't related to reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.